Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated their appointment was rescheduled and they hadn't seen anyone yet.

Event description:
A consumer implanted for other chronic/interact pain (trunk/limbs), radicular pain syndrome (radiculopathies), and spinal pain reported that starting in 2015 stimulation wasn't working properly off and on because when the implantable neurostimulator (ins) was turned on it would stay on for a bit, but then the battery would run down and quit on them. Other times stimulation wouldn't come on right away when it was turned on, and when it did stimulation was too strong because it caused pain. Due to these issues stimulation hadn't been used for three to four weeks because the consumer didn't feel comfortable with it, and had other family issues to attend to. There were no traumas or falls reported that could have been related to this. It was noted the consumer had hip surgery in the later part of 2015, but they didn't notice any changes to their therapy due to the procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.